Event description:
On (B)(6), 2010, this pt was being treated for an abdominal aortic aneurysm. Four gore excluder aaa endoprostheses were implanted with no issue. Completion angiography did not show the renal arteries. It was determined the trunk-ipsilateral leg component was 3 cm high than it was placed originally, and was covering both renal arteries. It is unk what caused the trunk-ipsilateral leg component to cover the renal arteries. The physician chose to convert the pt to open repair. The gore excluder aaa endoprostheses were left implanted in the pt, and a bypass from the left common iliac artery to the left renal artery was performed. The right renal artery was left covered by the trunk-ipsilateral leg component. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.